Event description:
A tandem mobi cartridge alarm was reported by the caller, causing the customer¿s blood glucose level to register as "high." Specific values were unknown, but corrective action was taken with a correction injection via multiple daily injections (mdi). There was no third-party assistance required. During the load process, an occlusion alarm occurred when the customer attempted a bolus delivery, and the issue did not resolve. As a result, tandem technical support confirmed the alarm and decided to replace the pump and original cartridge. The customer was advised to use mdi as a backup therapy and was instructed on returning the problematic pump. A replacement pump was sent to the customer, with instructions on programming and connecting their continuous glucose monitor to the new device.